Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device, catheter 2af283 / 89275-55, and data files were returned and analyzed. The data files showed no information for the returned product. Visual inspection of catheter 2af283 / 89275-55 showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for sixteen injections. The catheter failed the performance test due to system notice#50005, the safety system has detected fluid in the catheter and stopped the injection. Dissection / pressure testing with the catheter revealed a guide wire lumen kink and breach at 0.94 inches proximal from the tip. The reported issue ("vacuum error" occurred) has not been confirmed through testing. Catheter 2af283 / 89275-55 failed the returned product inspection due to a guide wire lumen kink and breach. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, during the first inflation, a vacuum error occurred. The system, catheter and pressure were checked and the same notice occurred. The catheter was replaced and the procedure was completed with cryo. The catheter subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.